Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flushing pump not working. Based on the results of the investigation, it is likely the following led to the malfunction: due to component failure of pump head. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred at the middle of an unknown procedure. No patient harm reported.

Manufacturer narrative:
E1 - full facility name - (B)(6). E1 - full address 1 - (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had defective water supply. There were no reports of patient harm.